Event description:
As physician was reaching for the scalpel blade to create the circumferential incision, the entire gomco clamp curiously came free in his hand. He was successful in re-assembling the clamp. The 1.1 gomco clamp bell and penis were placed through the base of the clamp and remaining penile foreskin was pulled up around the bell. The distal aspect of the gomco bell "t-piece" was placed in its "cradle" and the screw turned to create its fulcrum effect. Once again, before an incision could be made, the gomco clamp apparatus came free in physician's hand without an incision being made. Numerous attempts to reattach the clamp were unsuccessful. Infant was sent to another hosp for operative revision of the circumcision. From physician's dictation: the child was placed on the circumcision board restraint device and a sucrose-containing lollipop was used for its "analgesic" properties. Two curved hemostats were applied to the penile foreskin at approx 9 o'clock and 3 o'clock positions and a blunt probe was used to dissect the foreskin away from the glans penis. A straight hemostat was used to clamp the penile foreskin in the 12 o'clock position and a small iris scissors was used to make the dorsal slit in the 12 o'clock position. The penile foreskin was then carefully retracted to expose the glans penis. An attempt at placing the gomco 1.1 bell over the glans penis met with some ventral resistance. At this point dr attempted to locate the source of the resistance and in doing so found it difficult to identify the urethral opening. An attempt was made at this point to identify the exact anatomical location of the penile urethra to make sure that this child did not have a congenital penile abnormality such as hypospadias that might contraindicate circumcision entirely and cause dr to abort the procedure. In looking carefully for the urethral meatus, a thin preputial membrane covering the glans penis and obscuring the urethral orifice was identified. This thin preputial membrane was divided at 12 o'clock, retracted, and the urethral orifice was identified in its normal anatomic location. At this time, the 1.1 gomco "bell" was placed over the head of the penis and the foreskin was drawn up around it and held in place with a hemostat. The 1.1 bell and penis were pushed through the base of the the 1.1 gomco clamp. The distal end of the gomco "bell" forms a "t" and this t-piece was locked into position in the "cradle" of the gomco clamp base. The foreskin was carefully manipulated using mild traction to get an appropriate measurement prior to this incision. At this point the screw device was repeatedly turned until resistance was encountered creating its desired fulcrum effect. As dr was reaching for the scalpel blade to create the circumferential incision, the entire gomco clamp curiously came completely free in dr's hand. It should be noted that the release of the gomco was spontaneous and no circumferential incision had been made at this point with the scalpel. Examination of the penis at this point revealed a partial and less than circumferential "incision" releasing the penile foreskin almost as if the scalpel had been used. Close inspection revealed that this "incision" was made by the gomco clamp apparatus and was less than full thickness. Close inspection revealed that the superficial skin element had been removed but not the lower preputial skin. At this juncture numerous attempts were made to replace the gomco bell and secure it to complete the circumcision. This proved to be technically difficult, however, because only circumferentially part of the foreskin was still attached. At one point dr was successful in re-assembling the gomco clamp to complete the circumcision. The 1.1 gomco clamp bell and penis were placed through the base of the 1.1 clamp and the remaining penile foreskin was pulled up around the bell and the distal aspect of the gomco bell "t-piece" was placed in its "cradle" and the screw turned to create its fulcrum effect. But once again, however, before an incision could be made, the gomco clamp apparatus came free in the dr's hand without an incision being made. At this point, 1% xylocaine without epinephrine was instilled at the base of the penis at the 2 o'clock and 10 o'clock positions to provide anesthesia. Numerous attempts to reattach the gomco clamp including the use of another 1.1 clamp and of a larger 1.3 gomco clamp were unsuccessful. The total time elapsed to this point seemed to be approximately 40 mins. At this point dr turned to the father and told him that dr did not feel that he could complete the procedure and would try to contact pediatric urologist. Hemostasis had not been a problem at any point during this unexpectedly lengthy procedure. A vaseline gauze was loosely applied to the penis. Pt was seen and evaluated by dr and an operative revision of the circumcision was carried out under general anesthesia. Pt was sent home under the care of his parents. Dr examined the gomco clamp used for circumcision and discovered that it is defective. This 1.1 gomco clamp has either a hole through its base that is too large or a flange on the 1.1 bell which is too small, or a combination of both. When the clamp is assembled and the "t-piece" of the bell placed in its "cradle" and the screw fulcrum device turned fully in a clockwise fashion, the gomco bell easily slips through the base of the gomco clamp rather than being held in place by the flange of the bell. This is precisely how the gomco clamp on two occasions came free in dr's hand before a scalpel incision could be made during the circumcision on thursday 5/20. After examining this defective clamp, it is clear that a fulcrum effect was created when the screw was turned fully in a clockwise fashion to create enough pressure to crush and superficially lacerate the penile foreskin to create enough pressure to crush and superficially lacerate the penile foreskin to create a "partial circumcision effect."